Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, coronary artery disease. Complications reported included stroke, acute kidney injury, heart failure, myocardial infarction, bleeding, tamponade, cardiogenic shock, cardiac arrest, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Codes removed: health effect-clinical code: 4582. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects reported in the articles are captured under a separate medwatch report. Literature attachment: article title "trends and outcomes of readmissions following post-procedural stroke in patients undergoing transcatheter edge-to-edge repair: insights from the national readmission database (2016- 2020)".

Event description:
The article "trends and outcomes of readmissions following post-procedural stroke in patients undergoing transcatheter edge-to-edge repair: insights from the national readmission database (2016- 2020)" was reviewed. The article presented a retrospective multi center study, to evaluate the impact of post-procedural stroke on outcomes and readmissions in patients who underwent the teer procedure. Devices mentioned include mitraclip. The article concluded that patients in the acute cva group had higher rates of readmissions, mean length of stay in the hospital, and higher healthcare burden. [The primary author and corresponding author was nirav patel and chadi alraies at detroit medical center institution with corresponding email alraies@hotmail.com]. The time frame of the study was (B)(6) 2016 to (B)(6) 2020. A total of 28,997 patients were included in this study, of which 16,719 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, hyperlipidemia, coronary artery disease. (B)(6), unk mitraclip peri- and post-procedural complications included stroke, acute kidney injury, heart failure, myocardial infarction, bleeding, tamponade, cardiogenic shock, cardiac arrest, death.

Event description:
The article "trends and outcomes of readmissions following post-procedural stroke in patients undergoing transcatheter edge-to-edge repair: insights from the national readmission database (2016- 2020)" was reviewed. The article presented a retrospective multi center study, to evaluate the impact of post-procedural stroke on outcomes and readmissions in patients who underwent the teer procedure. Devices mentioned include mitraclip. The article concluded that patients in the acute cva group had higher rates of readmissions, mean length of stay in the hospital, and higher healthcare burden. [The primary author and corresponding author was nirav patel and chadi alraies at detroit medical center institution with corresponding email alraies@hotmail.com]. The time frame of the study was january 2016 to december 2020. A total of 28,997 patients were included in this study, of which 16,719 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, hyperlipidemia, coronary artery disease. (B)(6), unk mitraclip: peri- and post-procedural complications included stroke, acute kidney injury, heart failure, myocardial infarction, bleeding, tamponade, cardiogenic shock, cardiac arrest, death.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the articles are captured under a separate medwatch report. Literature attachment: article title "trends and outcomes of readmissions following post-procedural stroke in patients undergoing transcatheter edge-to-edge repair: insights from the national readmission database (2016- 2020)". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.